Event description:
Tubing sets with lot appeared to have an air leak at junction of weighing chamber and tubing. This caused the automated hyperal compounder to alarm and hyperal to be made incorrectly. After machine alarmed, hyperal would have to be remade. At institution problem caused 30-50 hyperals to be remade during 2 month period before problem was discovered. Not every tubing set in lot number was affected. Some (most) worked ok. Co replaced defective lot. Rptr's concern is prevention and qa for the future.